Event description:
The customer reported to beckman coulter inc (bec) that clenz leaked inside the coulter lh 750 hematology analyzer and onto the table top. The customer was wearing personal protective equipment. There are no reports of exposures or injuries to any laboratory personnel. There are no reports of any erroneous results. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and inspected the system. The fse found that the tubing from the diff preserve reservoir fitting had popped off. The fse replaced the tubing to diff preserve fitting; the issue was resolved. The instrument was then tested and met published performance specifications. (B)(4).